Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected battery failed alarm noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The contacts on the battery cap were not missing, damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.